Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, non-sustained lead noise due to undersensing of ventricular events and competitive pacing was observed. Recommended programming changes were not made per patients request. The patient remained asymptomatic during and after the event.